Event description:
It was reported that a malfunction alarm with a specific code occurred, displaying "malf 12," which did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report if any further malfunctions occur.